Event description:
A malfunction alarm was reported, specifically malfunction code 12, but there was no report of any notable events occurring prior to this. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurs, which the customer understood.